Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: review of the basal history for (B)(6) 2018 appears to be inaccurate due to a manual date and time change from (B)(6) 2018 07:46 to (B)(6) 2018 07:47. On investigation, the pump was powered on and exercised for 24 hours without and inconsistencies in delivered insulin and programmed delivery. There were no hypersensitive or stuck keypad buttons on testing. Investigation did not duplicate the complaint.